Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain every day and night") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), back pain ("back pain"), tendonitis ("tendonitis"), myalgia ("leg muscle pain"), sleep apnoea syndrome ("sleep apnoea") and memory impairment ("recurrent short-term memory issues, blanks"). The reporter considered back pain, memory impairment, myalgia, pelvic pain, sleep apnoea syndrome and tendonitis to be related to essure administration. The reporter commented: case report in local press: scandal regarding the essure contraceptive implants: a victim and a gynaecologist from alsace testify. Consumer wants to testify in order to help other women. For 12 years, she had an essure contraceptive implant which made her life a nightmare, with pain every day and night. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-feb-2023: quality safety evaluation of ptc. 17-feb-2023: ha number was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain every day and night") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), back pain ("back pain"), tendonitis ("tendonitis"), myalgia ("leg muscle pain"), sleep apnoea syndrome ("sleep apnoea") and memory impairment ("recurrent short-term memory issues, blanks"). Essure . The reporter considered back pain, memory impairment, myalgia, pelvic pain, sleep apnoea syndrome and tendonitis to be related to essure administration. The reporter commented: case report in local press: scandal regarding the essure contraceptive implants: a victim and a gynaecologist from alsace testify. Consumer wants to testify in order to help other women. For 12 years, she had an essure contraceptive implant which made her life a nightmare, with pain every day and night. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.